Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in a safety mechanism failure occurred. There was no report of patient impact. The following information was provided by the initial reporter: after a hypodermoclysis puncture in a patient with intima 22, after pulling the needle in order to it retracted and left the device, the needle came out without being covered automatically, leaving the device completely exposed, running the risk of perforating me.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in a safety mechanism failure occurred. There was no report of patient impact. The following information was provided by the initial reporter: after a hypodermoclysis puncture in a patient with intima 22, after pulling the needle in order to it retracted and left the device, the needle came out without being covered automatically, leaving the device completely exposed, running the risk of perforating me.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in a safety mechanism failure occurred. There was no report of patient impact. The following information was provided by the initial reporter: after a hypodermoclysis puncture in a patient with intima 22, after pulling the needle in order to it retracted and left the device, the needle came out without being covered automatically, leaving the device completely exposed, running the risk of perforating me.